Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This report is for analyzer 2 of 2. See MDR# 1061932-2011-01120 for analyzer 1 of 2. Raw test data were requested for analysis but were not provided by the customer. A field service engineer was not dispatched to the site and the root cause of the erroneous results is unknown.

Event description:
The customer reported erroneous differential test results one patient sample when tested on the maxm hematology analyzer. The test results were accompanied by a variant lymphocyte instrument-generated message. A manual differential was performed by the customer and 34% blast cells were observed on this sample. The blast cells were not reported or flagged by the analyzer. A second patient sample run on (B)(6) 2010 was noted as "did not flag on maxm either" with apparently discrepant results when compared to a manual differential which recorded 6 bands, 1 metamyelocyte and 2 myelocytes. There were no erroneous results reported outside the laboratory. There were no reported changes to patient treatment associated with this event.

Event description:
The customer reported erroneous differential test results one patient sample when tested on the maxm hematology analyzer. The test results were accompanied by a variant lymphocyte instrument-generated message. A manual differential was performed by the customer and 34% blast cells were observed on this sample. The blast cells were not reported or flagged by the analyzer. A second patient sample run on (B)(6) 2010 was noted as "did not flag on maxm either" with apparently discrepant results when compared to a manual differential which recorded 6 bands, 1 metamyelocyte and 2 myelocytes. There were no erroneous results reported outside the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This report is for analyzer 2 of 2. See MDR# 1061932-2011-01120 for analyzer 1 of 2. Raw test data were requested for analysis but were not provided by the customer. A field service engineer was not dispatched to the site and the root cause of the erroneous results is unknown.